Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of no sdi (serial digital interface) signals/image could not be identified. However, it¿s likely the cause is related to a faulty sdi cable or an abnormal connection of the sdi cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. The customer spoke with tech support and narrowed the issue down to the sdi on the lmd-310s monitor or the sdi out on the cv-170. The customer was instructed to try another monitor and see if the sdi was bad on the monitor or on the cv-170. Upon follow-up from olympus tech support the customer reported that he connected the sdi video output cable to another display, and it worked fine. The customer then moved it back to the sony display on the cart and it started working. The customer also swapped cables and kept trying setting changes along the way. The customer reported that something he did corrected the issue but was not sure what fixed the problem. The customer stated that it appears the issue was resolved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had no serial digital interface (sdi) image. The issue was found during preparation for use. There was no report of delay or patient harm associated with the event.